Event description:
During the inspection of the ventilator it was discovered that technical error code indicating error in the internal memory was generated. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 2015-10-22.

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue with an error in the internal memory was not reproduced during troubleshooting. According to received information the error occurred before technician visit. When the device was restarted during the service visit the technical error did not occur. Te10003 indicates ventilation stopped. Error in the internal memory detected. This technical alarm is common after a software installation. Restart the system and check that no technical alarms are activated. If error code 10003 remains, this indicates a hardware error. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to the software temporary error.

Event description:
Manufacturer's ref. #: (B)(4).